Event description:
It was reported that the device longevity decreased by 1 year within 1 month's time. However, no decrease in battery voltage and current drain were observed. It was noted that the patient recently began radiation therapy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.